Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 9. The customer confirmed that their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance by giving pump reset information, and the customer successfully reset the pump without the issue recurring. The customer was instructed to continue using the pump but advised to contact technical support if the malfunction recurs.